Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for high blood glucose level of 452mg/dl and diabetic ketoacidosis. The customer treated with a bolus. Customer indicated that they were released from the hospital but their blood glucose is still high. Customer indicated that they are at work and will call later to troubleshoot however, wanted to document the hospitalization. Customer is unsure if they have a tubing clamp and will call back with further information.